Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 08-oct-2024. The device evaluation details. The carto vizigo sheath product was returned to johnson and johnson medtech for evaluation. Visual inspection and microscopic examination of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed that the hemostatic valve dislodged in the irrigation hub and broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodged and broken hemostatic valve could be related to the resistance reported by the customer; therefore, the complaint was confirmed. The potential cause of the dislodged and broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo sheath for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve dislodged in the irrigation hub and broken in the star section. There was resistance when attempting to advance the catheter through the vizigo sheath, causing the catheter to be stuck. The vizigo sheath was replaced and the procedure continued without further issues. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-nov-2024, the hemostatic valve dislodged in the irrigation hub and broken in the star section. The event was originally considered non-reportable, however, bwi became aware of the hemostatic valve dislodged in the irrigation hub and broken in the star section on 05-nov-2024 and have assessed this returned condition as reportable.